Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated due to suspected to be at end of life (eol). Further evaluation is expected with the use of magnet application. This device remains in service. No adverse patient effects were reported.